Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 425 mg/dl. The customer did not mention any symptom related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer reported that the insulin pump was not turning on after trying to brand new batteries. Customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The insulin pump also received motor error and compromised forced sensor system error which they were not able to rewind and the insulin pump just shut off. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.